Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported the keypad on the insulin pump is unresponsive. Customer replaced the battery and it worked, same issue reoccurred. Customer's blood glucose was 254 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.